Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic after the implant procedure, lead dislodgement was noted on x-ray. Lead was explanted. Physician decided not to implant a new lead as the patient has atrial fibrillation and previously it was difficult to find a new position and physician was sure the lead would dislodge again. Patient was in good condition post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.